Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting out of range pacing impedance measurements greater then 2000 ohms and no capture. A chest x-ray was performed and confirmed a lead fracture. Additional information noted the patient had been admitted to the hospital for heart failure related symptoms during which time the lead fracture was found. A lead revision was performed. This lead was capped and successfully replaced with another lv lead. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was capped and remains implanted and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.